Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown device manufacture date: unknown investigation summary: since no samples (including photos) were returned for the reported issue of ¿leakage from the injection port, chimney after injection leakage from the tip of the cannula on three different occasions¿ with lot number unknown regarding item # 391451 the complaint could not be confirmed, and the root cause is undetermined. The lot number was not reported. The DHR could not be reviewed as only the material number 391451 was reported by the customer. No sample or photograph are received from the customer for investigation. The retention samples could not be used for investigation as the lot number is unknown. No investigation is possible as there is no sample or lot number reported by the customer. The exact root cause cannot be confirmed due to unavailability of the sample or the lot number. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 venflon 2 bl 22ga IV cannulas leaked. The following information was provided by the initial reporter: "leakage from the injection port, chimney after injection leakage from the tip of the cannula. "